Manufacturer narrative:
Examination of the device in the eval lab revealed that the introducer sheath had torn around the circumference at the hub. Rough edges were evident at the torn sheath. No other visible defects were observed of the introducer.

Event description:
It was reported that the pt was bleeding from the right internal jugular introducer. Upon examination, it was noted that just below the cap the blue hub of the introducer was broken from the white sheath. Followup indicated that pt had one pint of blood replacement. No further complications were reported.